Event description:
The customer contacted baxter's technical services center reporting an alarm, which occurred on the home choice (hc) during fill 1, fill volume 0ml and the home patient (hp) stated that he unscrewed the heater bag and just a little fluid came back . The baxter technical service representative (tsr) assisted the hp with ending therapy and advised the hp to start over with new supplies. The tsr explain proper procedure connecting and disconnecting supplies. The hp to start over with new supplies. Product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding a home patient (hp) that disconnected the solution bag while the hp was connected for therapy. Per the pdn, the hp had not had any problems. Ps advised the pdn it is not recommended the hp does not disconnect solution bags while doing therapy and if she felt the hp needed additional training. The pdn thanked ps for calling and letting her know. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, failed to follow therapy steps during the fill stage is confirmed because the home patient stated that he unscrewed heater bag and just a little fluid came back, which is a use error that can cause contamination if he had reconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.